Event description:
Discrepant advia 1800 glucose results were obtained on a patient sample and the results were reported. The customer reran the sample the next day and a corrected report was issued. There was no patient intervention or adverse health consequence due to the discrepant advia 1800 glucose result.

Manufacturer narrative:
A siemens field service engineer was sent to the customer site. Evaluation of the instrument and instrument data indicate that the cause of the discrepant result was due to a leak in the dip pump. The seals on the pump were replaced and the fse performed a total service call. All calibration and qc passed. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.